Manufacturer narrative:
This supplemental report is being submitted for correction. The initial report was found to be a duplicate of an event already reported in 3002808148-2024-35183 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.

Event description:
It was reported the camera head was not producing an image. There problem occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was not producing an image. There problem occurred during preparation for use. There were no reports of patient harm.